Event description:
It was reported to ge that the x-ray angix 80 table top elevated without command. The vertical motion caused the table top to collide with the arcomax arm. The table top broke but the pt was not injured. The customer and third party servicer had modified the system to accept another MFR's tube. In the process, they disabled collision sensors that would have kept this incident from occurring.